Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report. Current repair product evaluation product review of the skin graft mesher sn (B)(4) by dover on (B)(6) 2020 revealed that the gear and collars needed to be replaced on the cutters. The cutter 1:5 and 2:1 failed due to an incomplete cut. The pre-repair calibration was not in specification and the test cut passed. The left side plate had visible wear. Product repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: left side plate, gear, shoulder bolts, and washers, and gear and collars on cutter the device, serial number (B)(4), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the unit had worn gears. At device evaluation investigation the cutters produced an incomplete cut. No adverse events were reported as a result of this malfunction.